Event description:
It was reported that the patient's husband called emergency services as the patient experienced hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 32 mg/dl while wearing the pod on the infusion site abdomen for longer than 48 hours. Symptoms reported include loss of consciousness. The patient's husband called emergency services (911) and paramedics treated her with glucose through IV. The patient stated the paramedics stayed in her house for 1 hour and she was not referred to hospital or the emergency room. Additionally, the patient reported the system repeatedly prompted her to switch from automated to manual mode due to insulin delivery issues. The pod was discarded. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.